Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a loss of efficacy area of chronic pain on right side since car accident on (B)(6) 2019. The patient was unable to increase intensity on patient programmer for settings utilizing those contacts since mva. The device reads setting not available. Impedances were high on contacts 0, 1, and 2. The patient was reprogrammed, avoiding the affected contacts. They were able to obtain coverage of chronic pain area. The patient was no longer getting settings not available on the patient programmer. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2020-mar-13 reporting that the patient stated they were getting ¿cannot provide desired stimulation¿ on the controller. The patient also reported that they were unable to increase the intensity. This started happening within the last week and the patient denied any falls or traumas. They do cradle the phone between their and shoulder. The patient was unsure if that was causing the leads to break. An impedance check was performed and showed contacts 0, 1, 2 5, 7, and 14 have avoid or high impedances. It was noted that there were known high impedances in the past. The manufacturer representative reprogrammed the patient so that contacts with avoid or high impedance were not in use. It was confirmed that the patient received good pain relief with the reprogramming, but impedances still remain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient had high impedances measuring > 40,000 on contacts 2, 5, and 14. Contact 0 also had avoid impedances. The rep said the leads were sq in the neck. The patient is a pharmacy tech and constantly cradles the phone between her ear and shoulder. The high impedances were programmed around. No further complications were reported.